Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a 6 mm, 23-inch infusion set, with no reported alarms, leaks, or interruption of insulin delivery, and the user verified elevated glucose by fingerstick. Symptoms included elevated blood glucose with a reported peak of 366 mg/dl and approximately four hours above target. Outcomes included self-management at home without ketone testing, medical intervention, or hospitalization. Investigation included case triage and user interview to assess device performance, infusion set function, and potential use factors. Investigation of this case revealed no device alarms or confirmed delivery interruption, and the cause of hyperglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.